Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s meter blood glucose level was about 500 mg/dl. The customer treated high blood glucose with insulin pump and manual injection also changed infusion set. The customer declined troubleshooting for high blood glucose value. The customer reported that the infusion set cannula was became bent. The insulin pump will not be returned for analysis.